Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to be successfully implanted. Physician encountered difficulty placing this lead. After extending and retracting helix twice, while searching for acceptable thresholds, the helix failed to extend and engage myocardium the third time. This lead was removed and replaced prior pocket closure. No adverse patient effects were reported.